Event description:
It was reported that a patient presented with over-sensing resulting in inhibition of pacing. Corrective programming changes were recommended. No adverse patient consequences were reported.